Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile the syringe separated from the needle. There was no report of patient impact. The following information was provided by the initial reporter: she stated that one syringe separated between the hub and syringe as she was injecting her dog. Consumer was able to pull the needle hub with needle attached from the injection site without injury.